Manufacturer narrative:
Unit received motor error alarm during rewind due to motor encoder out of phase. Unable to perform displacement test, basic occlusion, occlusion, prime and excessive no delivery test due to constant motor error alarm. Unable to verify the motor position encoder error alarm due to constant motor error alarm. Unit received with minor scratched display window, cracked battery tube threads, partially broken reservoir tube lip, stained end cap sticker and stained address/serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed motor error. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump alarmed motor error during bolus. The customer stated that the drive support cap was normal and that the insulin pump was exposed to high magnetic fields. The alarm history contained a motor position encoder error alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.